Event description:
It was reported that a patient underwent a paroxysmal supraventricular tachycardia procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and there was air drawn into the carto vizigo¿ 8.5f bi-directional guiding sheath - small. When the coronary sinus was contrasted, the physician was concerned about the amount of air that was being drawn into the carto vizigo¿ 8.5f bi-directional guiding sheath - small. The physician said, ¿I don't remember vizigo being like this. I want it investigated.¿ it led to the replacement of the carto vizigo¿ 8.5f bi-directional guiding sheath - small. There was no patient consequence reported. Additional information was received on (B)(6) 2024. When inserting the optrell catheter into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, a little bit of the insertion tube was inserted into the sheath first, but it was hard to insert. Additional information was received on (B)(6) 2024. Air was not introduced into the patient. No medical intervention was required. The patient did not exhibit any neurological symptoms since the procedure was completed. Additional information was received on (B)(6) 2024. Bsj¿s rf needle, nrg-e-hf-71-c1 (71cm large curve) was used. The resistance was between the devices. The resistance was felt during inserting only the tip of insertion tube into the carto vizigo¿ 8.5f bi-directional guiding sheath - small. The resistance with sheath occurred when they put the insertion tube into the sheath. The catheter was not stuck in the sheath. The air drawn into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was assessed as MDR reportable. The resistance was assessed as non MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 24-jun-2024. The resistance did not result in any damage to the sheath. The resistance did not result in any damage to the catheter. The catheter was able to move within the sheath. It was reported that a patient underwent a paroxysmal supraventricular tachycardia procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. When the coronary sinus was contrasted, the physician was concerned about the amount of air that was being drawn into the carto vizigo¿ 8.5f bi-directional guiding sheath - small. The physician said, ¿I don't remember vizigo being like this. I want it investigated.¿ it led to the replacement of the carto vizigo¿ 8.5f bi-directional guiding sheath - small. There was no patient consequence reported. Additional information was received. When inserting the optrell catheter into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, a little bit of the insertion tube was inserted into the sheath first, but it was hard to insert. Air was not introduced into the patient. No medical intervention was required. The patient did not exhibit any neurological symptoms since the procedure was completed. The biosense webster, inc. Product analysis lab received the device for evaluation on 19-jun-2024 and per the evaluation completion on 26-jun-2024 the hemostatic valve was dislodged inside of hub component. Bwi became aware of the hemostatic valve dislodged on 26-jun-2024 and have assessed this returned condition as reportable. The awareness date for returned condition is 26-jun-2024. The device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The resistance and air flows issues reported by the customer were confirmed. The valve dislodgement could be related to the resistant issue reported by the customer. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).